Event description:
The customer complained of questionable inr results for 2 patients from two coaguchek xs meters serial number (B)(4). Of the data provided, there were discrepant inr results for 1 patient. At 09:00 am, the result from the coaguchek meter (B)(4) was 2.4 inr. At 09:02 am, the result from the coaguchek meter (B)(4) was 1.9 inr. There was no allegation of an adverse event. The patient was "stable". The patient was not anemic, no heparin, no antiphospholipid antibodies, and no direct thrombin inhibitors. The patient has had no changes in diet, no changes in medications, no bleeding, and no bruising. The patient's therapeutic range was 2.0 - 3.0 inr. The customer saw the qc checkmark on both meters. The suspect product was requested to be returned for investigation. Relevant retention test strips (lot 244034) were tested in comparison with the current master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
The customer¿s strips were returned for investigation. Testing results: (B)(6). The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.9 - 2.9inr). All measurements were without error messages. The maximum difference between measurements was 0 %. The same finger was used during the second test. According to product labeling using the same finger can cause result discrepancy. Medwatch fields device available for evaluation? And device evaluated by MFR? Have been updated.